Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator interface board will be replaced. During servicing of the machine, the gehc service representative noted that the bag/vent switch was not functioning as expected. The bag/vent switch was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.